Manufacturer narrative:
Device evaluation. The device evaluation of zebd-7-7 of lot number cf2272592 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19 nov 2025 . The lab evaluation notes and lab attendance can be viewed in the ¿examination of returned device¿ section. The following observations were made: visual inspection: stent and introducer returned, pigtail straightner returned on stent in the correct orientation. Stent examined and kink observed on the 05th porthole of the tapered end. Functional inspection: 0.035 inch wire guide did not pass the kink. The failure reported was confirmed. An image was provided by the customer that shows a zebd stent that appear to be kink on a side port of the pigtail curl and its packaging. Manufacturing records: based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2272592. Review historical data: the review of relevant manufacturing records of lot number cf2272592 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide. Confirmation of complaint the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: during the loading process the pigtail curl of the zebd-7-7 stent kinked. The wire could not pass the kink. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed prior to use. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Event description:
Description of event during ercp, a stent required to be placed, nurse prepare the stent by load the stent onto wire guide while found out the pigtail end of stent has severe kink which cannot allow wire guide pass. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.